Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to an adverse event that occurred on (B)(6) 2015. Patient was asleep with their receiver on the nightstand beside the bed. Patient's wife, who was asleep next to the patient, realized he was not responding and took a fingerstick. Patient's blood glucose (bg) was 20mg/dl. Patient's wife tried to wake the patient but he would not respond. Patient's wife called the paramedics and when they arrived they took a fingerstick and administered the patient a glucose shot. Patient then showed a bg value of 300mg/dl, woke up and ate some cereal. Patient refused to go to the hospital and ambulance left. At the time of the event, the receiver was displaying the out of range symbol. At the time of contact, patient was in good condition. No additional event or patient information was provided.